Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal dilaudid via an implantable pump for non-malignant pain. The patient then mentioned in (B)(6) 2021 the pump was making a weird noise and then stopped working and had to be replaced. The patient provided the name of the managing physician at the time and stated that dilaudid was in the pump.